Manufacturer narrative:
(B)(4). The customer stated that the device is unavailable for evaluation. In the event the device is becomes available for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this vent is showing "vent inop", "motor fault", "low ve","circuit fault ","xdcr fault" and "low pip" alarms continuously. There was no patient involvement at the time of the incident.